Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was making a loud noise when vibrating for alerts. During troubleshooting with tandem technical support, the issue was resolved. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.